Event description:
The manufacturer received information alleging missing service kit. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at third-party service center, an error code related to charging of the battery was observed in the error log. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the reported error code and the device did pass the functional test during evaluation, including the power source verification test steps.